Event description:
It was reported that the patient complained of discomfort at the implant site and so the implantable cardiac monitor (icm) was explanted. The icm was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.